Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the keypad was intact; no peeling or damage was observed. During testing, the up arrow and down arrow keys were found to be intermittently unresponsive. The ok and contrast keys responded appropriately. The keypad cover was removed and there was evidence of contamination found under the up arrow, down arrow and contrast contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The "up" and "down" buttons are difficult to activate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.